Event description:
Information was received that reported a patient was hospitalized in 2006 for incident of hyperglycemia. It was described that the patient's blood glucose has been very labile recently with conspicuous fluctuations. The device will be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incident, but as of the date of this report had not been returned for evaluation.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When, and if the device becomes available and is returned, and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.